Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, it was discovered that the atrial lead had become dislodged. The patient was asymptomatic. The lead was capped and replaced at that time. The patient was noted to be in good condition following the procedure.